Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for 11 days on (B)(6) 2020 due to diabetic ketoacidosis and was in coma with a high blood glucose level of 1000 mg/dl. The customer experience vomiting due to high blood glucose levels. The customer did not mention any treatment for high blood glucose level. The insulin pump will not be returned for analysis.